Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, d.9, g.1, h.3, h.6 device evaluation: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress marks in the shell.

Event description:
Physician reported a right side rupture. Device has been explanted.